Event description:
In 2001, a bivad patient was implanted with the thoratec vad system. During late november/early december 2001, the rvad was noted not to be emptying completely. The hospital kept the patient on the portable driver (tlc-ii) unitl 03/2002, at which time the patient was switched to the dual driver console (ddc). Prior to the ddc switch, the patient developed pulmonary hypertension. A CT scan revealed multiple micro-emboli. Patient transferred from cardiac transplant list to heart-lung transplant list. While bivad patient awaits heart/lung transplant, they continue on the ddc and is reported to be doing well.